Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors found 1 of the 3 sensors was retracted to the other side of the sensor also; found the electrode broken and missing. The remaining 2 sensors were found retracted inside of the sensor base; unable to confirm if the customer received the sensors damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that two sensors were missing an electrode and that another sensor was missing a piece of the electrode. The blood glucose reading was 6.9 mmol/l. The sensors will be replaced and returned for analysis.